Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Type 1 diabetes (t1d) requires exogenous insulin replacement therapy to preserve life. Failure to do so can result in life threatening diabetic ketoacidosis (dka). The measurement of ketones is recognized as being part of mainstream care in the management of people with t1d. There is an increasing body of evidence to support the contention that automated insulin delivery by closed loop (cl) systems can improve metabolic control in people with t1d by providing a flexible and responsive platform capable of matching their changing insulin requirements. These systems deliver insulin analogues with a rapid onset and offset in action subcutaneously via an insulin pump. In bergenstal et al¿s recent study evaluating the medtronic 670g, the world¿s first commercial hybrid cl insulin delivery system, there were no episodes of severe hypoglycemia or dka. However, there were 17 device-related adverse events including severe hyperglycemia with blood ketones >0.6 mmol/l or accompanied by symptoms of nausea, vomiting, or abdominal pain. Eleven of these events were attributable to infusion set issues. The incidence of such events may be even greater outside of a clinical trial setting. The purpose of this study was to enhance the safety of cl systems without an increase in either the financial, intellectual, or physical burden to the user.